Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a blood leak occurred during the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed coming from the twister portion of the bloodlines. Upon removing the bloodline from the machine, a crack was noticed in the twister portion of the bloodline. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The bloodlines were reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Although the device was initially reported to be available for manufacturer evaluation, to date no product has been returned. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.